Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that an explant of an intraocular lens, model zcb00, was performed. No additional information was provided.

Manufacturer narrative:
Through follow ups, it was learned that there was a capsular tear and the lens was explanted due to patient anatomy and not because of issues with the lens. An anterior vitrectomy was performed and a sulcus lens was inserted. (B)(4). Device evaluation: the product testing was not performed as the complaint device was not returned for analysis. A manufacturing record review was performed; no associated deviation or non-conformity report (ncr) was generated during the manufacturing process. The product was manufactured and released according to specifications. A search on complaints.